Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the worsening central leak is unknown, however, it may be related to the progression of the patient¿s disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs) report, the patient presented with ¿worsening central leak¿ approximately 4 years after the implantation of a 23mm sapien valve in the aortic annulus. A tte done reported severe tricuspid regurgitation, mild thickening of the mitral valve leaflets, right ventricular pressure and volume overload, mild mitral valve regurgitation, moderate to severe aortic regurgitation - the bioprosthetic valve had a peak gradient of 20 mmhg, a mean gradient of 8.4 mmhg and a calculated aortic valve area of 1.5 cm2. It was decided to perform a valve in valve procedure. A 23mm sapien 3 valve was successfully implanted within the sapien valve via tf approach without issues. Post deployment, everything ¿looked good on the angio images¿, the central leak was resolved. The patient was doing well.